Event description:
The hospital reported that during the coronary artery bypass graft surgery, two heartstring seals did not deploy. The surgeon used a replacement unit to complete the procedure. No patient complications were reported by the hospital.